Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited over-sensed noise that caused pacing inhibition. No intervention was performed. There was no patient consequence reported.